Event description:
Edwards received information that a 23mm aortic bioprosthetic valve implanted in the pulmonary position required valve in valve intervention due to unknown reasons. The patient was successfully implanted with a 23mm transcatheter valve within the existing valve. There were no reported patient complications.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The reported device not be returned as it remains implanted. Without return of the device or receipt of additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from hcp indicates device was re-operated due to pulmonary stenosis. There were no reported complication. Patient was reported as hemodynamically stable.